Event description:
It was reported that the stent was deployed without any issues. As the guidewire was being removed from the pt, friction was experienced and the proximal markerbands of the stent moved. The struts of the stent were "torn". There were no pt complications.